Manufacturer narrative:
(B) (4). (B) (4). The device was not returned for investigation. A definitive root cause cannot be determined in this incident; however, no product malfunction, failure or deterioration of characteristic or performance of the device or inadequacy in the labeling and/or instructions for use was identified. A review of the finished device lot history record did not reveal any non conformaties associated with this lot that could have contributed to this incident and in-process inspections and testing met manufacturing criteria.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during balloon dilatation in a shunt lesion, the fox sv balloon ruptured at 16 atmosphere during the third inflation. The catheter was removed and dilatation was completed using a non-abbott balloon catheter. There was no adverse patient effect. No additional information was provided.